Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery; 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue occurred at an unspecified time in (B)(6) 2011. The patient stated that she does not take any medication to manage her diabetes. It is not known if the patient made any changes to her normal diabetes management routine in response to the reported issue. At an unknown date and time after the alleged product issue began, the patient claimed to have developed symptoms of being "sweaty and weak" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct type of strips and that the battery needed replacement. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving medical treatment after the alleged issue occurred the patient claimed to have developed symptoms suggestive of a serious injury.